Event description:
It was reported that the patient underwent surgery for posterior spinal fusion at t12-s1 with l3 osteotomy. X-rays taken approximately 3 months post-op revealed a fractured rod on the left side at the osteotomy site. No revision surgery or patient symptoms were reported. Planned treatment is to continue with a brace and use of bone stim.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.